Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has a low battery alarm. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer (fse) checked the unit found battery is in good working condition (battery running time is 110 minute) but machine giving continuous low battery alarm. Tested the unit with another power supply module and confirm power supply is defective. Need to replace the same for proper working of the unit. No further information available for repair. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.